Event description:
It was reported that when using the bd pyxis¿ medflex 1000, the system was unable to issue medication. The drawer opened as expected, however, the cubie failed to open. The customer attempted tapping the cubie lid, but the issue persisted, and no apparent medication jam was observed. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-apr-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer opened but the cubie did not, preventing the user from issuing medication. A technical support specialist found the countback screen open for location drawer 03, position 21. After clicking the retry button, the customer reported that the cubie lid opened and confirmed the item was able to be issued. The system functioned as intended after the technical support specialist troubleshot the device.